Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found that the grip, suction cover, the connecting tube, and the adhesive on the bending section cover, all had foreign objects. The reported malfunction was likely a result of insufficient reprocessing. The mouthpiece had corrosion, the label on scope connector was peeled, due to burn on plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, and the light guide lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, that the colonovideoscope had foreign objects in the grip, the suction cover, the connecting tube, and the bending section cover adhesive. There were no reports of patient involvement.